Event description:
The info received from the reporter indicated that during an emergent percutaneous coronary intervention due to an acute myocardial infarction (ami), aspiration was conducted without pre-dilatation, and then a cypher 3.5 x 13mm was delivered to the target lesion. The cypher became stuck proximal to the target lesion. When the physician tried to deliver the cypher and retrieved it several times from the pt, it was confirmed that the stent was misaligned a little on the stent delivery system (sds). The cypher was removed without any resistance. Therefore, pre-dilation was conducted and a new cypher (same size) was implanted at the target lesion. The target lesion was the mid circumflex. The lesion had 99% stenosis, was a de novo, moderately calcified and moderately tortuous. The procedure was finished successfully. There was no pt injury reported. The physician did not indicate any anomalies prior to use or before inserting the product into the pt. There seemed to be no issues delivering the aspiration catheter into the gc or crossing the lesion prior to the encountered event. The device was prepped according to IFU without any difficulty. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional info will be submitted within 30 days of receipt.